Event description:
It was reported that the patient was experiencing muscle spasms and inadequate stimulation. The patient underwent a full system explant procedure and was doing well postoperatively. No device malfunction was suspected. The explanted devices were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138325/7138381.